Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the customer observed a torn cable at the tip of the double fenestrated grasper instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.